Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile, due to business reasons. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 62/56 v on the right side on (B)(6) 2009. The patient was revised on (B)(6) 2013 due to loosening.